Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample associated to this report is not available for analysis . Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue cannot be confirmed however; a photo has been provided. If the sample is received at a later date the complaint may be reopened and a sample analysis will be performed and a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported shiley flexible tracheostomy tubes had a label discrepancy. The shiley product package had 2 different product ID labels. The box of the product is referencing 4cn65h cuffed shiley flexible tracheostomy tube and 4un65h specified uncuffed tracheostomy tube. There was no patient involvement.

Manufacturer narrative:
Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. However, one picture was provided and it was observed incorrect labeling. The root cause was traced to the manufacturing plant. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported labeling issue. The product packaging has 2 different reference numbers on the label. There was no patient involved reported and product is not returned.